Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of atrial fibrillation (af). Boston scientific technical services (ts) was consulted and discussed reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.